Manufacturer narrative:
Correction was made in section g4. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - a piece of the tray was fractured off. The broken piece contained an anchor and connector. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the silent nite device had broken parts.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).